Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). Qc and precision testing results were in the acceptable range. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 - cobas e 602 module. This medwatch is for the elecsys troponin t hs stat assay. Refer to the medwatch with a1-patient identifier (B)(6) for the elecsys tsh assay. The initial troponin t hs elecsys result was 7.72 ng/l, and the repeat results were 26.22 ng/l and 26.09 ng/l.

Manufacturer narrative:
A general reagent or analyzer problem was not present because the qc prior to the event was within ranges. There were no relevant alarms in the analyzer alarm trace. The maintenance was complete and in line with specifications. The investigation was unable to determine a specific root cause.